Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection and wound dehiscence at the neck incision site. Patient was admitted and the area was cultured which returned positive for mrsa infection. Physician drained and cleaned the neck incision site. Physician placed the patient on IV antibiotics. Patient was discharged and antibiotics were prescribed.